Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that screws came out of the trackers during sterilization. Screws coming off during a procedure could lead to infection. No known patient involvement or procedural delays were reported with this event.

Event description:
It was reported that screws came out of the trackers during sterilization. Screws coming off during a procedure could lead to infection. No known patient involvement or procedural delays were reported with this event.